Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.